Event description:
It was reported that the user experienced fluctuating blood glucose levels, with readings up to 400 mg/dl and down to 55 mg/dl, and independently performed a factory reset of the ilet before contacting support; after the reset, the user required assistance reconnecting the ilet to the mobile app, which was resolved through bluetooth troubleshooting and successful re-pairing. Symptoms included hyperglycemia and hypoglycemia. Outcomes included user education and successful device re-pairing. Investigation included guided troubleshooting of bluetooth connectivity and device re-pairing procedures. Investigation of this case revealed successful restoration of app-device communication after re-pairing, with the underlying cause of the reported hyperglycemia and hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.